Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient began to experience lack of pain relief. The programmer displayed error messages when the pump was inquired. Troubleshooting was performed on (B)(6) 2016 and the following day but the issue persisted. The pump was explanted on (B)(6) 2016 and will be returned for evaluation.

Manufacturer narrative:
Device evaluation: the returned pump was subjected to internal and external examinations as well as electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed. Internal complaint number: (B)(4).